Event description:
Procedure type: gastric bypass. According to the reporter: the stapler misfired in 2008 while the pt was undergoing bypass surgery. The device was retained by the hospital. The pt allegedly sustained an injury.